Event description:
Symptoms/side effects: period from (B)(6) 2011 - (B)(6) 2012 ((B)(6)...it was mia for a year and 5 months. It started again (B)(6) 2013). Weight gain/bloating; abdominal pain/cramping (especially in the left side - feels like a knife); aching/tingling in the limbs; numbness in feet; hot flashes; pain in left hip (to the point of limping); fatigue (no matter how much I sleep); difficulty sleeping (mainly at night...I feel like my body has my days and nights mixed up); headaches/migraines (have gotten worse...I've had headaches in the past, but not every day!); acne; growing/sore breasts; painful intercourse (pain continues for a day or two after - develop itching around the vaginal area after intercourse); excess vaginal discharge; mood swings (feel like I'm pmsing 24/7/365); metallic taste in mouth; heartburn/indigestion; frequent urination (sometimes I feel like I can 't get the stream started or like I get it all out); bowel problems (if I eat a meal, 30 minutes or so later, I have extreme stomach/bowel cramps until I pass a loose stool). Short-term memory; at times a swear my tubes are twitching; twitching muscles throughout body; discomfort in my upper abdomen ; decreased appetite (it hurts to eat, I always feel full and food makes me nauseous); timeline: (B)(6) 2011 - had essure procedure at (B)(6) hospital by dr (B)(6) (B)(6) 2011 - period began (B)(6) 2012 (just before my period stopped) - had check up visit with dr (B)(6). Expressed concern that I was still on my period. Was told it was normal but that if bleeding had not stopped in a few more weeks we would have to consider a hormone based pill. (B)(6) 2012 - period finally stops (after 8 weeks) (B)(6) 2012 (a day or two after period stopped) - had hsg test at (B)(6) regional to confirm success of essure procedure. Procedure was ruled a success and I was released with no further follow up necessary. (B)(6) 2012 (end of the month) - contacted dr. (B)(6) office with concern that I had missed two periods and was gaining weight as well as had sore breasts. Had taken home pregnancy test which came back negative. Was told that every ladies body is different and that due to such a long period before it was normal for me to miss a month or two. (B)(6) 2012 (end of the month) - after missing period for a third month, contacted my regular ob clinic ((B)(6)) for a second opinion. Took a home pregnancy test which was negative. Doctor ordered pregnancy test which was negative. Doctor said he wants to have a full pelvic ultrasound done. (B)(6) 2012 - contacted (B)(6) hospital finance office to get financial assistance papers, so I can schedule ultrasound. (B)(6) 2012 (second or third week) - sent in financial assistance paperwork to (B)(6) hospital. (B)(6) 2012 - nurse at (B)(6) office does an ultrasound to make sure I am not getting a false negative on pregnancy tests. Uterus was correct size/no pregnancy. (B)(6) 2012 - contacted (B)(6) finance office to check on paperwork. (B)(6) 2012 - relieved to find other women who are experiencing the same symptoms as me! (B)(6) 2012 - stopped by my regular (B)(6) office and talked to the nurse about my symptoms and financial options for moving forward. (B)(6) 2012 - contacted another branch of (B)(6) that sees uninsured women, but they said they are not currently accepting new patients. Contacted (B)(6) office to set up appointment and set up payments. Cancelled appointment because of amount needed up front. Contacted physicians billing at (B)(6) hospital. Was told that application may have been lost in the shuffle and new one was sent out. Contacted dr (B)(6) office ((B)(6) ob/gyn) to discuss all my new symptoms and in hopes to talk to dr (B)(6) or her nurse. Explain that I do not have money to be seen by the doctor. (B)(6) 2012 - received new financial assistance application in the mail. Took home pregnancy test again which came back negative. Receive voicemail from dr (B)(6) nurse stating the they understand that I do not have money to be seen but I still need to make an appointment, so the doctor can see me and make a diagnosis. Already working on scheduling an appointment with my regular ob/gyn. (B)(6) 2012 - faxed financial assistance application to (B)(6) in physicians billing at(B)(6) hospital. Talked to (B)(6) (works with uninsured patients) and explained I was a patient at another clinic. Had blood drawn at (B)(6) for hormone and thyroid testing. Scheduled appointment to see dr to discuss symptoms and schedule pelvic ultrasound...also plan to ask for a CT scan or hsg. After (B)(6), I can tell you what tests I've had done, but I'm unsure of the dates. I can tell you that all visits and tests were between (B)(6) 2012 and "(B)(6) 1013." All of my blood work for hormone testing and thyroid came back normal. Pregnancy test came back negative. The midwife I saw suggested I may have pcos and started me on the progesterone challenge. Nothing happened. I had a full pelvic/transvaginal ultrasound. The doctor said everything was normal. He stated that with lack of cysts I probably don't have pcos. He quite literally looked at me and said he didn't know what to do next because everything was coming back normal. He decided to have me do the second stage of the progesterone challenge. Nothing happened. Scheduled an appointment with a different doctor in the same office. He did a pelvic exam and said not to write off pcos. I may still have it even though no cysts were seen on the ultrasound. I begged him for another hsg. An hsg was scheduled. Before I could have the hsg, I was in so much pain that I went to my local hospital ER. I reported a major migraine, chest pain and lower pelvic pain. I told them about essure. I had to explain to everyone I saw what essure is. The doctor ordered a CT scan. Again, before having the scan, I had to explain what essure is. The radiologist sent a report saying that everything looked fine aside for some minor gravel in my gallbladder. They found a doctor in the ER who knew about essure because his wife was an ob/gyn. He came in and talked to me, but said all he could do for me (because all tests were coming back normal) was to give me pain meds to manage the pain. He checked to be sure that I was not experiencing in pain due to the gravel in my gallbladder. I have had severe pain since then but have not returned to the ER because I know I need something more than just pain meds at this point. I don't want or need a bandaid. I need the cause of my issues treated, not the symptoms. I reported for my hsg as scheduled. Because I had just had a CT scan, the radiologist contacted the hospital I had went to and obtained the written report. Since the report stated that everything looked normal they refused to the hsg. I went back to my doctor. He stated that at that point we would no longer consider essure when addressing my issues. He simply wanted to make sure that pain was managed and that my period returned. He gave me a prescription for birth control pills and told me to schedule another appointment in (B)(6) to check up on my progress. He also referred me to a gastroenterologist for my bowel issues. I took one month of the birth control pills. My pain was worse than ever and it was messing with my hormone levels. I called the doctor and told him that I would no longer be taking them. That was in february. As of (B)(6) 2013, my period has returned. However, ovulation and my cycle are both extremely painful. I spend most of that week with a heating pad. I take bayer advanced extra strength to try to manage the pain. It takes the edge off, but never really takes the pain away. My cycle is lighter than it ever has been. It does not make sense that I am hardly bleeding and yet I doubled over in tears with pain. As for the gastro doctor, I had to cancel the appointment because of finances. I have also been to the ER at (B)(6) hospital for bladder issues. I could not urinate. The doctor said that my bladder was sagging, my rectum is descended and that I had a bad bladder infection. I took an antibiotic that they prescribed to clear up the infection. My main concern (other than the pain I endure every day) is that over time my coils will migrate or move. I was told by a medical professional when I went to the ER, the first time that any doctor that tried to tell me that essure cannot move once occluded is lying. Every device, no matter what the type or form, has the ability to move. It is a foreign object in the body. I was also told that no matter how long you have had a device, your body can decide to reject it at any time. You might have had it for years with no issues, but the body can still reject it. When I asked if it was possible that my body was rejecting essure, I was told that was always a possibility. However, when I follow up with my ob/gyn they do not want to consider essure as a cause for any of my issues.